Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6)2008, the patient presented with pre-op diagnosis of left l5 stenosis with protruding disk and degenerative change and left lower extremity pain unresponsive to conservative care over a long period of time, temporarily relieved with left l5 nerve pump associated with degenerative change, back pain and an abnormal facet at l5-s1. The patient underwent following operating procedures: left laminectomy including far-lateral decompression, complete foraminotomy with fusion of l5-s1, screws and rods. Medium bmp and 10 ml of vitoss and local bone. Per op-notes, ".. There was 10 ml of vitoss which was soaking in blood and surgeons had a medium rhbmp-2 and some local bone. On the right hand side, surgeons decorticated the l5-s1 facet joint which was much more normal in appearance. Surgeons were able to place some bmp-2 in that facet joint. Surgeons also were able to place a layer of rhbmp=2 between l5 and s1, followed by local bone followed by bmp-2 , vitoss, infuse and more vitoss. On the left-hand side we just layered the vitoss and the infuse. Surgeons then proceeded to place the screws with the pedicle finding device, checking with a c-arm, tapping, palpating inside of the pedicle and noting good pedicle all the way around and placing screws at ls and s1 ... Surgeons temporarily distracted on the right very slightly and tightened the nuts but did not torque. On the left hand side, they placed a rod. Surgeons distracted a small amount on the left-hand side and tightened and torqued the nuts there. .."the patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.